Event description:
It was reported by the customer that their insulin pump may not be functioning properly due to high blood glucose levels. Customer stated they had a high blood glucose level of over 400 mg/dl and declined further troubleshooting after changing the infusion set. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.